Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery an ophthalmic operating console had poor aspiration during ultrasound mode. The surgery was completed using same console. There was no patient harm.

Manufacturer narrative:
The company service representative, examined the system. And was not able to replicate the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided or sample, the customer reported event could not be confirmed, with the phaco handpiece. The root cause of the reported event cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information received since submission of the initial report has clarified that this report involves a different type of device. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received has confirmed the phacoemulsification handpiece presented poor aspiration during ultrasound mode.